Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the patient underwent a surgical procedure, and this system was explanted. No additional adverse patient effects were reported outside of the surgical procedure. The explanted products will not return for analysis.